Manufacturer narrative:
The device has not yet been returned to maquet vascular surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that when they tried to connect with r+ carotid cannulation, there's 300cc - 500cc bleeding on this graft. The procedure was delayed for 10-15 min. The hospital did not report complications. Surgery was finalized with this graft and then removed. The pt has been ICU without additional complications. Maquet cardiovascular anticipates the return of the product in question.